Event description:
It was reported that following a transcatheter arterial chemoembolization procedure, a shaft break occurred. The target lesion was located in the liver. The direxion microcatheter was advanced through a 4fr guide catheter, the physician noted that it was initially difficult to get the direxion microcatheter in a stable position. The physician chose to replace the 4fr catheter with a 5fr. Upon removal of the direxion microcatheter it was noted that the tip shape was no longer at a 45 degree angle and had lost some of its shape. The procedure was completed with the same direxion microcatheter gaining stable access and delivery of the chemo embolic agent. Upon completion of the procedure the nurse attempted to remove the catheter form the 5fr guide catheter, however it was stuck. He then applied force, resulting in the splitting of the nitinol hypertube. As this occurred outside the patient no complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A visual examination was performed on the catheter shaft and the shaft (nickel only) was found to be broken at 60.7cm from the hub. The liner was exposed from 60.7cm from the hub to 76.4 cm from the hub. The liner was found to be stretched but intact. The tip of the catheter was found to be straight. The strain relief was removed and no damage was noted underneath. No other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that following a transcatheter arterial chemoembolization procedure, a shaft break occurred. The target lesion was located in the liver. The direxion mircocatheter was advanced through a 4fr guide catheter, the physician noted that it was initially difficult to get the direxion mircocatheter in a stable position. The physician chose to replace the 4fr catheter with a 5fr. Upon removal of the direxion mircocatheter it was noted that the tip shape was no longer at a 45 degree angle and had lost some of its shape. The procedure was completed with the same direxion mircocatheter gaining stable access and delivery of the chemo embolic agent. Upon completion of the procedure the nurse attempted to remove the catheter form the 5fr guide catheter, however it was stuck. He then applied force, resulting in the splitting of the nitinol hypertube. As this occurred outside the patient, no complications were reported and the patient status is stable.